Manufacturer narrative:
Pump module s/n (B)(6). An external and internal inspection of the customer¿s pump module observed the device in over all good condition. No obvious issues or anomalies were identified with the device during the inspection. Fsa upper pressure sensor showed a date code of 17 apr 2018. The customer¿s report of blood backing up into the tubing was not replicated when testing each device during the investigation. Log analysis results: results from a review of the logs identified the last alteplase 5mg/20ml infusion on pump module s/n (B)(6) , attached to pcu 15317888 on (B)(6) 2019 at 7:05 am. The drug infused until it completed (kvo) at 9:57 am. The user added another 20mls and was started. The infusion was paused at 10:44 am and the unit was channeled off. Pvi was recorded at 20.006ml. The last alteplase 5mg/20ml infusion on pump module s/n (B)(6) , attached to pcu 15318729 on (B)(6) 2019 at 8:06 am. There were 3 patient side occlusion alarm event, however, the infusion was restarted. The drug infused until it completed (kvo) at 11:01 am. The user added another 20mls and was started. The infusion was paused at 10:45 am and the unit was channeled off. Pvi was recorded at 25.175ml. The pressure sensors and rate accuracy testing were all within specification. The disposable tubing from the event were not returned for investigation. The root cause of the report of blood backing up into the tubing was not definitively determined. The customers returned pump modules demonstrated to be performing as intended and in specification. A review of the device history record showed the device had a manufacture date of 06/18/2018. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that during an infusion alteplase (cathflo/tpa), 5mg/20ml saline at a rate of 7ml/hr per both lumens of the cvl (central venous line), blood began to back into the tubing. It was also noted that the back pressure on the lines created the issue. The customer stated there was ongoing poor venous central line function as a result, and that there were 'repeated alteplace infusions'. Although requested there was no further information including impact to the patient provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. (B)(6). Admitting diagnosis: chronic renal disease, end stage. Relevant history: complex medical histories.

Event description:
It was reported that during an infusion alteplase (cathflo/tpa), 5mg/20ml saline at a rate of 7ml/hr per both lumens of the cvl (central venous line), blood began to back into the tubing. It was also noted that the back pressure on the lines created the issue. The customer stated there was ongoing poor venous central line function as a result, and that there were 'repeated alteplace infusions'. Although requested there was no further information including impact to the patient provided.